Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: "I've operated a (B)(6) physiotherapist (healthy and thin) about 15 months ago. I've used a anterolateral approach. During the operation there was a small crack that I fixed with a cable without any practical effect. I used j&j pinnacle gription and corail stem with ceramic head and altrx liner. She healed very well and had normal and active life without any complaints. Two days ago, while sitting she felt a sudden pain at here left buttock (without any trauma) and as she started to try walking-she heard squawking. I saw her today and heard the noise myself and found some limited rom in the hip. On xray I think that the poly is broken and the head is fine. I will have to revise her soon."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Physical examination along with x-ray evidence attached confirmed the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Reopen (B)(6) 2022. The device associated with this report was returned for analysis. Physical examination along with x-ray evidence attached confirmed the disassociation between the liner and the metal cup. Additionally, it was observed that the three ard tabs were snapped off from the device in consequence of the disassociation event. Visual examination of the provided x-ray images and returned devices finds all evidence is consistent with and confirms a liner from cup disassociation event. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Physical examination along with x-ray evidence attached confirmed the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc's against the provided product code/lot code combination, it is reasonable to conclude that there are no previously identified anomalies with regards to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Review of the x-rays provided of the altrx +4 10d 32idx48od could not confirm the fracture condition of the liner. Nevertheless, a disassociation event is visible between the complaint device and the metal cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Physical examination along with x-ray evidence attached confirmed the allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.